Event description:
Patient reported left side "chest pain and rupture". Healthcare professional reported capsular contracture baker grade ii. The device was explanted and replaced.

Manufacturer narrative:
Clarification to d6a - partial implant date provided as 2010. Date in d6a was adjusted as device was not manufactured until 01/feb/2010. Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported left side "chest pain and rupture". The device was explanted and the replacement status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ use error: observe the reported dates. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported capsular contracture baker grade ii. The device was explanted and replaced. The device was implanted after the expiration date of the device.